Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 300cc mentor smooth round moderate plus profile saline breast prostheses, suffered bilateral breast pain and hardening. Patient also reported that they experienced sickness and breathing issues and according to their doctor, they also had a possible left side deflation. As a result, the patient was scheduled for bilateral removal on (B)(6) 2019. This medwatch form is for the right breast prosthesis.